Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will bereviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hp power pin drover is damaged and will not properly attach to the hudson attachment and need to be replaced. No additional information is available. Additional information received on 23-nov-2021 from (B)(6) in response to: please clarify what you mean by "damaged"? Is it break, bent, cracked, stripped or cross threaded? Which they responded with: ¿stripped. No additional information is available.¿

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hp power pin drover is damaged and will not properly attach to the hudson attachment and need to be replaced. No additional information is available. Additional information received on 23-nov-2021 from hayden, parker in response to: please clarify what you mean by "damaged"? Is it break, bent, cracked, stripped or cross threaded? Which they responded with: ¿stripped. No additional information is available.¿